Event description:
Event verbatim [preferred term]. Burned her left her with raw skin and blisters/noticed blisters, and felt pain and burning [burns second degree], removed and removed her skin with it/took the belt off and it ripped her skin [skin exfoliation], used for muscle spasms ribs, left side/checked her skin under the product while wearing thermacare every 4 hours [device use error], , narrative: this is a spontaneous report from a contactable consumer (patient). A 62-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip), device lot number dg4415 and expiry date (B)(6) 2023, on (B)(6)2020 at 8:00 am for muscle spasms on ribs, left side. Relevant medical history included diabetes. There were no concomitant medications. The patient didn't use thermacare and other heat products for pain relief previously. The patient initially reported the product burned her left her with raw skin and blisters on (B)(6) 2020. The patient was not hospitalized for the event. The patient further stated she put it on at 8:00 am to 12:00 pm. She removed and removed her skin with it and left blister. The patient requested refund for product and compensation for pain and suffering caused by the product. She further reported on (B)(6) 2020 at 4:00 pm she arrived home took the belt off and it ripped her skin and she noticed blisters and felt pain and burning. The patient stated skin removed with product on (B)(6) 2020 4:00 pm and was still in pain. The patient had patches of new skin. The patient stated she used thermacare that day for 8 hours. The patient's skin tone was medium (neither light nor dark) and didn't have sensitive skin. She didn't have abnormal skin condition. The patient didn't engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 4 hours. The patient read the usage instructions on thermacare before she used the product. The color of the box she purchased was red box and there was no product remaining. The patient subsequently clarified that she purchased the product on (B)(6) 2020 as stated on the receipt at 4:28 after she got out of work. She put the product on the following day (B)(6) 2020 8:00 am; at 12:00 pm (which was her lunch) she moved it down, and after work which was at 4:00 pm she went home and took the belt off that was when she felt burning after she removed the product. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2020. There was no treatment received. At the time of the report, the patient had not recovered from the events "removed and removed her skin with it/took the belt off and it ripped her skin" and "burned her left her with raw skin and blisters/noticed blisters, and felt pain and burning". Follow-up ((B)(6) 2020 and (B)(6) 2020): new information reported from a contactable consumer (patient) includes: device lot number and expiry date, new events "put it on at 8 am to 12:00 pm" and "removed and removed her skin with it". Follow-up ((B)(6) 2020): new information received from a contactable consumer (patient) includes reporter information, patient data (age, weight, height, no pregnant), medial history, suspect product data (indication, start/stop date, action taken), deny of concomitant medications, deny of treatment received, event onset date, event outcome, clinical course details. Follow-up ((B)(6) 2020): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information from the same contactable consumer (patient) included: clarification on when the device was bought and when and for how long it was used. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] put it on at 8 am to 12:00 pm [device use error], I bought the thermacare heat wrap and it burn me left me with raw skin and blisters [burns second degree], removed and removed her skin with it [skin exfoliation], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: dg4415, expiry date: jan2023, from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated the product burn her left her with raw skin and blisters on an unspecified date. The patient further stated she put it on at 8 am to 12:00 pm. She removed and removed her skin with it and left blister. The patient requested refund for product and compensation for pain and suffering caused by the product. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (27oct2020 and 28oct2020): new information reported from a contactable consumer includes: device lot number and expiry date, new events "put it on at 8 am to 12:00 pm" and "removed and removed her skin with it".

Event description:
Event verbatim [preferred term]: burned her left her with raw skin and blisters/noticed blisters, and felt pain and burning [burns second degree]. Removed and removed her skin with it/took the belt off and it ripped her skin [skin exfoliation]. Used for muscle spasms ribs, left side [device use issue]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 62-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip). Device lot number dg4415 and expiry date 31jan2023. On (B)(6) 2020 at 8:00 am for muscle spasms on ribs, left side. Relevant medical history included diabetes. There were no concomitant medications. The patient didn't use thermacare and other heat products for pain relief previously. The patient initially reported the product burned her left her with raw skin and blisters on (B)(6) 2020. The patient was not hospitalized for the event. The patient further stated she put it on at 8:00 am to 12:00 pm. She removed and removed her skin with it and left blister. The patient requested refund for product and compensation for pain and suffering caused by the product. She further reported on (B)(6) 2020 at 4:00 pm she arrived home took the belt off and it ripped her skin and she noticed blisters and felt pain and burning. The patient stated skin removed with product on (B)(6) 2020 4:00 pm and was still in pain. The patient had patches of new skin. The patient stated she used thermacare that day for 8 hours. The patient's skin tone was medium (neither light nor dark) and didn't have sensitive skin. She didn't have abnormal skin condition. The patient didn't engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 4 hours. The patient read the usage instructions on thermacare before she used the product. The color of the box she purchased was red box and there was no product remaining. The patient subsequently clarified that she purchased the product on (B)(6) 2020 as stated on the receipt at 4:28 after she got out of work. She put the product on the following day (B)(6) 2020 8:00 am; at 12:00 pm (which was her lunch) she moved it down, and after work which was at 4:00 pm she went home and took the belt off that was when she felt burning after she removed the product. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2020. There was no treatment received. At the time of the report, the patient had not recovered from the events. "Removed her skin with it/took the belt off and it ripped her skin" and "burned her left her with raw skin and blisters/noticed blisters, and felt pain and burning". According to product quality complaint group, batch dg4415 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend identified was no. This is not an expedite complaint. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap and it burn me left me with raw skin and blisters". The cause of the consumer stating the heat wrap and it burn me left me with raw skin and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. A return sample has not been received at the site for evaluation. Follow-up (27oct2020 and 28oct2020): new information reported from a contactable consumer (patient) includes: device lot number and expiry date, new events "put it on at 8 am to 12:00 pm" and "removed and removed her skin with it". Follow-up (30oct2020): new information received from a contactable consumer (patient) includes reporter information, patient data (age, weight, height, no pregnant), medial history, suspect product data (indication, start/stop date, action taken), deny of concomitant medications, deny of treatment received, event onset date, event outcome, clinical course details. Follow-up (13nov2020): follow-up attempts are completed. No further information is expected. Follow-up (13nov2020): new information from the same contactable consumer (patient) included: clarification on when the device was bought and when and for how long it was used. Follow-up attempts are completed. No further information is expected. Follow-up (19nov2020): this is a follow-up report received from a product quality complaint group. New information included investigation results. Event "checked her skin under the product while wearing thermacare every 4 hours" was deleted. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Batch dg4415 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend identified was no. This is not an expedite complaint. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap and it burn me left me with raw skin and blisters". The cause of the consumer stating the heat wrap and it burn me left me with raw skin and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. A return sample has not been received at the site for evaluation.

Event description:
Event verbatim [preferred term] put it on at 8 am to 12:00 pm [device use error], it burn me left me with raw skin and blisters/notices blisters, and felt pain and burning./still in pain [burns second degree], removed and removed her skin with it/took the belt off and it ripped my skin [skin exfoliation], used for muscle spasms ribs, left side [device use issue], , narrative: this is a spontaneous report from a contactable consumer. A 62 years old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: dg4415, expiry date: jan2023, from oct2020 to 21oct2020 for muscle spasms on ribs, left side. The patient's medical history included diabetes. There were no concomitant medications. The patient didn't use thermacare and other heat products for pain relief previously. The patient stated the product burn her left her with raw skin and blisters on (B)(6) 2020. The patient was not hospitalized for the event. The patient further stated she put it on at 8 am to 12:00 pm. She removed and removed her skin with it and left blister. The patient requested refund for product and compensation for pain and suffering caused by the product. She further reported on (B)(6) 2020 at 4:12pm she arrived home took the belt off and it ripped her skin and she noticed blisters and felt pain and burning. The patient stated skin removed with product on 21oct2020 4:12pm and was still in pain. The patient had patches of new skin. The patient stated she had been using thermacare that day for 8 hours (pending clarification). The patient's skin tone was medium (neither light nor dark) and didn't have sensitive skin. She didn't have abnormal skin condition. The patient didn't engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 4 hours. The patient read the usage instructions on thermacare before she used the product. The color of the box she purchased was red box and there was no product remaining. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2020. There was no treatment received. The outcome of the events "removed and removed her skin with it/took the belt off and it ripped my skin" and "it burn me left me with raw skin and blisters/notices blisters, and felt pain and burning./still in pain" was not resolved and of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (27oct2020 and 28oct2020): new information reported from a contactable consumer includes: device lot number and expiry date, new events "put it on at 8 am to 12:00 pm" and "removed and removed her skin with it". Follow-up (30oct2020): new information received from a contactable consumer includes reporter information, patient data (age, weight, height, no pregnant), medial history, suspect product data (indication, start/stop date, action taken), deny of concomitant medications, deny of treatment received, event onset date, event outcome, clinical course details.

Event description:
I bought the thermacare heat wrap and it burn me left me with raw skin and blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated the product burn her left her with raw skin and blisters on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.